Event description:
It was reported that during a proximal left circumflex artery stenting procedure, a 3.0x23mm xience prime stent delivery system failed to cross the heavily calcified, restenosed lesion. The device was removed and additional pre-dilatation was performed to the lesion. The device was reintroduced into the anatomy and again failed to cross the lesion due to calcification; however, after removal of the stent delivery system from the anatomy, it was noted that the stent dislodged. The stent was found near the tip of the guiding catheter. Stent retrieval was attempted, but unsuccessful, so a non-abbott stent was taken to the dislodged stent and deployed, crushing the dislodged stent against the vessel wall. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device was reinserted after it failed to cross the lesion; implanted in a restenosed lesion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) states: xience prime is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. The stent implant likely became disrupted on the balloon and subsequently dislodged as a result of interactions with the lesion and/or accessory devices as the device was removed from the anatomy and reinserted. It should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon. Based on the information reviewed, there is no indication of a product deficiency.